Manufacturer narrative:
This follow-up was submitted to inform that in the 3rd interaction with the end user, they have confirmed that this was an acta bag leak, which is not an infutronix product. Infutronix has reached out to (e. Brewer) one of the represenatives at acta medical products to notify them to process this incident through their complaint process. No additional communication will proceed with the end user about this incident, as this complaint will be closed on infutronix side.

Manufacturer narrative:
No investigation of the device can be carried out because the IV administration set will not likely be returned for evaluation.

Event description:
On 03/07/2024, infutronix received a report that an IV administration set had a "leaking during infusion but the leaking site is not specified. The infusion cannot resume without causing delay in treatment. No patient harmed.